Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) the lot expiration date is currently unavailable.

Event description:
After acl operation, it was found the end of the 1.1mm nitinol guidewire had broken off inside the patient and a second operation was required to remove the fragment. This was not noticed during the original procedure. Additional details: initial operation was completed on (B)(6) 2016. Completion seemed successful despite challenges posed during procedure - harvesting of gracilis was difficult due to tissue tension of the patient. Anaesthetist and consultant worked to resolve via relaxant, 3 x different tendon harvesters were used before successful harvest obtained. In doing so a new closed end harvester was bent. Once graft harvest complete remainder of operation continued smoothly and swiftly. Stability of knee looked good and mr (B)(6) seemed happy with the outcome. On monday I ((B)(6)) was informed that a second operation had been completed on saturday (B)(6) 2016 to remove a fragment of metal from the patient's knee. The metal was the nitinol guidewire used for insertion of the milagro advance screw, approximately 3cm in length. Neither the scrub staff, consultant or surgical assistant noticed during surgery that the end had broken or were aware of any excessive force or error that could have caused the break. From outside the sterile field I was also unaware of any issues.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms approximately 4 centimeters of the distal tip is broken. This type of failure is typically observed with excess torque and off angle insertion. It is unknown if the device is question was reprocessed. This is a single use device and not intended to be reprocessed. Reprocessing and excessively torquing the device may possibly contribute to the failure. At this time, from the description provided, a definitive root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).